Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen of insulin pump went blank. The customer¿s blood glucose level was 300 mg/dl. Customer stated that the battery went dead in insulin pump and they replaced the battery, however insulin pump was no longer connected to meter. Customer was declined for troubleshooting. The insulin pump will not be returned for analysis.